Manufacturer narrative:
Follow-up #1: date of submission 05/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2016 with the following findings: the black box contained unexplained pump reboot events on (B)(6) 2016. There were battery compartment cracks observed in the "u" groove area and below the grip pad. During investigation a motor power supply alarm was received during each "rewind" attempt. The pump failed a leak test due to the battery compartment crack. There was evidence of moisture contamination throughout the inside of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue and moisture was visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.